Manufacturer narrative:
Terumo did receive the actual device for investigation and visual inspection confirmed the complaint, the bottom of the reservoir where the heat exchanger connects was cracked. A review of the production report indicates that the reservoir passed the leak test. Review of the damage type is consistent with external force post production and was replicated during the investigation. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out of box, the base of the reservoir was cracked. There was no pt involvement as this occurred out of box.